Event description:
It was reported that a malfunction alarm with the code malf 12 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer by providing information to reset the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue recurs, and the customer confirmed understanding of the instructions given.